Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) of 670 mg/dl. Reportedly, the elevated bg occurred because the insulin settings needed to be adjusted for hormonal changes that the customer was going through. The customer was treated via intravenous fluids and insulin drip. The customer left the ER with a bg of 140 mg/dl and with the issue resolved.